Manufacturer narrative:
The ge representative conducted an on site investigation. The reported problem could not be duplicated. The filaments were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system made a loud popping noise and displayed a communication failure error message. No patient injury was reported.